Manufacturer narrative:
During returned product analysis, the defibrillation, pacing, and sensing functions of the device were verified to be functioning normally. The device seal plugs were removed, and inspected. Both ventricle terminal blocks showed signs of contamination under seal plugs, but no conclusive results. Fluid can intrude through the seal plugs if the seal plug slit does not close appropriately. Further inspection of each seal plug found that the pre-slit center depression of the right ventricular seal plug appeared to be slightly open. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific (bsc) crm received information that at implant of this pacing system, sensing measurements were 6.9mv. One day post implant, measurements had decreased to 2.4mv. A bsc crm technical services consultant discussed settings and programming with the caller. Unipolar sensing measurements were 3.2mv versus 2.5mv in bipolar configuration. The patient will be re-evaluated at the next follow up. (B)(6) months later, the device was explanted for a pocket infection. The device was returned for routine testing.